Event description:
During baxter's functionality testing of a spectrum pump, it was displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptoms. The symptom was confirmed through review of the event history log. This was found to be caused by failed varistors. The failed processor printed circuit board was replaced.